Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Information available indicated that coil repositioning was performed due to tortuous anatomy. The direction for use (dfu) indicates that if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. Also, movement of the coil may indicate that the coil could migrate once it is detached. It is likely that procedural and anatomical factors encountered during repositioning limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that during balloon assisted coil embolization of an aneurysm located in the basilar tip, a small portion of the coil protruded into the parent vessel. No additional treatment was administered and the procedure was successfully completed without complications and/or neurological deficits to the patient.